Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received the pump error alarm 43-an error in the motor was detected by reading unexpected value from hall sensor twice. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 16 pump error 43 alarms on the event date of 06/17/2025 at 12:49:36.000 to 22:09:09.000 in the pump history files and traces. Pump alarmed a pump error 37 alarm on the event date of 06/17/2025 at 13:21:31.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor. The following were also noted during visual inspection: corroded battery tube, battery cap contact missing, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 37 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Moisture damage was noted found on the battery tube and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.